Manufacturer narrative:
(B)(4). PMA 510(k): similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: based on the inspection of the returned product and information provided it was not possible to conclude the exact root cause for this event. However the following causes are likely: iliofemoral access vessel size and morphology could have been a contributing factor to the exposure of the proximal bare stents whilst introducing the delivery system to the patient. Withdrawal of sheath towards handle while handling the graft system, prior to introduction into patient, could have been a contributing factor to the exposure of the proximal bare stents. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: whilst introducing our device the sheath withdrew and exposed proximal bare stents. Re-sheathing was attempted, however unsuccessful. Procedure was stopped. Patient outcome: patient will need to be readmitted to complete repair. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.